Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery power loss alarm. The customer¿s blood glucose level was unknown. The customer stated that they did not receive the low battery alert prior to the replace battery alert. The customer stated that this was the second occurrence of the replace battery alert. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No low battery alert and no unexpected battery power loss alarm during testing.